Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for about 5 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.